Event description:
A pt was being treated with phototherapy. While pt was being illuminated on the side of its legs, phototherapy bulb was reported to have burst. Fragments of bulb passed outside the light housing and down onto the procedure field around pt. There was no reported injury to either the pt or the health professional. A nurse was reported to have removed a 3 mm bulb fragment from pt using adhesive tape.